Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit was returned to caire for an evaluation. The tested h300 portable liquid oxygen reservoir was found to function properly. The only discrepancy observed during testing was that the prv pressure setting was out of spec. This is adjustable and did not adversely affect the operation of the unit. There were no problems with lox emissions as described in the complaint. No life-threatening injury was sustained as a result of the event.

Manufacturer narrative:
The unit is being returned to caire for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
When filling the unit: attached the unit to the reservoir, pushed down on the vent valve, and liquid started spilling from the metal port at the bottom where liquid goes in. The liquid sprayed on the technician's hands (long sleeves, but did not have gloves on). The technician let go of and dropped the unit to the floor. The unit emptied its contents onto the floor. The unit has been taken out of service. The technician had some visible damage to hands.